Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent up button response due to corroded button keypad trace. The bolus wizard functioning properly per bolus wizard sample in the user guide. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the numbers on the screen were ramping up and down even when the customer was not touching the keypad. The customer¿s blood glucose level was 5.6 mmol/l at the time of incident. The insulin pump was returned for analysis.